Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation "distorted image" was confirmed. It was found noise and flickering image were due to cracked video connector from both sides and need to replace. Additionally, during device evaluation coupler loose moving unable fix need to replace was found. Based on the investigation results, the most probable cause of the complaint is traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a distorted image. The issue occurred during demonstration. There were no reports of patient harm.